Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that this subcutaneous implantable cardioverter defibrillator (s-ICD) recorded a battery depletion (bd) alert with suspicion of premature battery depletion (pbd). This device was replaced and is not expected to be returned to boston scientific as it was retained by the healthcare facility. No additional adverse patient effects were reported.